Event description:
It was reported that during a proper operation checkout, the ventilator shut down, made a loud pop noise, and smoke started rising from the ventilator. No visual/audible alarm was heard. The ventilator was not connected to a patient the reported problem occurred.